Manufacturer narrative:
Additional device procode: hwc. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part: 02.107.308s, lot: h610834. Manufacturing location: (B)(4), manufacturing date: may 01, 2018, expiry date: mar 31, 2028. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of one (1) olecranon plate, one (1) metaphyseal screw, five (5) cortex screws, and six (6) variable angle (va) locking screws. The patient had a malunion, wound not closing, infection, and nonunion of her left elbow olecranon plate. It is unknown if there was surgical delay. Procedure was successfully completed. Patient outcome was good. This report is for one (1) olecranon plate. This is report 1 of 4 for (B)(4).